Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "prospective clinical and joint simulator studies of a new total hip arthroplasty using alumina ceramic heads and cross-linked polyethylene cups" written by wroblewski bm, siney pd, and dowson d, collins sn. Published by the journal of bone and joint surgery published online/accepted by publisher 22 aug 1995 was reviewed. The article's purpose was to study the wear of cross-linked polyethylene cups used in conjunction with ceramic heads. 19 hips in 17 patients were followed for an average of 77 months. There were four deaths involved with no indication they were attributed to depuy products. Charnley all poly cups were used in each case with a charnley femoral stem, uhmwp femoral sleeve, and alumina ceramic femoral heads. All 19 hips showed wear of the all poly cups from articulation with the ceramic heads. There were no allegation or indication of any ceramic wear from the femoral heads used in the study. There was no indicated allegation against the femoral stem and femoral sleeve. Competitor cement was used for all hips. There is no evidence of revision or invasive treatment to address wear involving the cups. Depuy products with known adverse event(s): charnley all poly cup x 19. Adverse events: 19 cases of all poly cup wear with no indicated treatment.